Event description:
It was reported that during a laparoscopic cholecystectomy procedure, for both devices the clips did not hold onto the tissue; then were removed and the device was not able to fire. The surgeon ended up pulling off the clips and no clips fell into the patient. A third device with a different lot number was used to complete the procedure. No adverse consequences reported. Both devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Yes crunching noise. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.